Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's shock button works intermittently. The customer reported that the operational check passes. However, it took three presses to get the button to respond. There was no reported patient involvement/adverse patient impact.